Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient claimed that they implanted the device incorrectly and the system had to be revised on (B)(6) 2020. The caller did not have much specific information but read from a note that indicated the device was implanted too shallow in the right buttock and the revision placed the device deeper. No symptoms were reported.